Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump and instructed the caller to continue using the pump, advising them to call back if any malfunction code recurred. The caller acknowledged and understood these instructions.